Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced diaphragmatic stimulation which was thought to be caused by physiological changes in the thoracic cavity. Elevated left ventricular (lv) pacing impedance measurement of 612 ohms was also noted. The device was reprogrammed. Approximately seven months later a revision procedure was performed due to continued diaphragmatic stimulation. At the time of the revision the lv pacing impedance was noted to be 571 ohms. The patient also had complaints of pain at the cardiac resynchronization therapy defibrillator (crt-d) implant site. During the lead revision procedure, the device pocket was also revised. The lv lead was successfully repositioned and the system remains in service. No additional adverse patient effects were reported.